Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 1.8, 1.4; lab: 2.8, 2.6. Caller stated that she has had issues for the last three months. Technical service rep had caller retest while on the phone using the new lot and her result was within the expected range (2.0-3.0) at 2.2.